Event description:
It was reported by a customer in (B)(6) that, an 840 ventilator generated an inoperable error code. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse upgraded the software to the current revision the unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).